Event description:
It was reported that the patient with this pacemaker attended the emergency room due to symptoms of syncope and fainting. Upon interrogation, it was noted that the device had reverted to safety mode operation, with evidence of oversensing and pacing inhibition linked to the reported patient observations. A premature battery depletion concern was also raised; therefore, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility.